Event description:
It was reported that the right atrial (ra) lead had become dislodged during a CABG surgery. The lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead implanted (B)(6) 2013. (B)(4).